Event description:
A high reading issue was reported with the adc (abbott diabetes care) device. A customer received unspecified higher sensor scan results and it's unknown whether a trend arrow was noted on the device. A healthcare professional (hcp) administered long-acting insulin for treatment to the customer. Later, it resulted in the customer experiencing hypoglycemia (reading of 59 mg/dl) and the hcp administered fruit juice for corrective treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.